Event description:
It was reported that the patient's carelink monitor dialed out but continuously redilated until the yellow light came on under the phone symbol. Patient had sent successful transmission before and believed that the carelink monitor was broken. A new carelink monitor was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for a missed manual transmission if it were to recur. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.